Event description:
The customer stated their vm6 had no audio.

Manufacturer narrative:
The involved device was returned to philips for bench repair. The failed speaker was replaced and the device was subsequently returned to the customer. The device is considered fully operational.